Event description:
It was reported to olympus, that the olympus endoscope reprocessor could not drain water sufficiently when the water filter was replaced. It was noted that the water filter was not replaced every month and the device was operated for about half a year. There were no problems with the procedure and the processing after. The issue was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Section e1: establishment name: fukui prefectural saiseikai hospital, social welfare foundation saiseikai branch the device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.